Event description:
It was reported that during a prostate procedure, at 260795 joules of use and 42:34 minutes, the customer reported ¿the fiber head (mirror inside the cap) broke outside the patient therefore a classic intervention was applied". The procedure was completed by alternate procedure. Patient outcome: ¿no damage to the patient¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.